Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that a malfunction alarm occurred during the load process. The customer's blood glucose level was impacted, however the exact value was not provided. It was indicated that the customer had manual injections as an alternate insulin therapy.